Event description:
The clinician reports the implant was inserted 2016-02-04 in fdi 47. On 2020-01-05, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding. No further patient complications werereported.